Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that after bilateral peripheral nerve evaluation lead placements, the right lead was damaged. The nurse reportedly damaged the lead during insert into the cable connector; the stainless steel pin completely broke off. The damage occurred when placing the lead in the plug. The lead was discarded. The left lead was hooked in and the patient felt stimulation at 0.6v. The doctor was pleased and the patient had a better motor response on that side anyways. It was noted that there was an oor (screen 59) message and they could not increase the stimulation past 0.1v. This was due to not using a ground pad. The cables were switched to one that used a ground pad and the oor message was resolved. Settings not available was noted post-procedure. Additional information received from the manufacturing representative reported that the patient had a successful trial with the lead that was intact.